Event description:
It was reported that a balloon issue occurred. A stingray lp was selected for use. During the preparation, it was noted that there was a contrast coming out of the balloon as if it had burst. There was no issue with the patient or procedure.

Manufacturer narrative:
G4 premarket / 510(k): k152401, k231176.